Event description:
Sliding hernia repair (B)(6) 2005. Bard ventralex surgical patch used to repair. Small bowel obstruction, surgically corrected (B)(6) 2011, scar tissue from bard ventralex surgical patch and surgical patch removed. Event abated after use stopped: yes.